Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery. Tandem technical support arranged to send a replacement pump and provided instructions for storing and returning the malfunctioning pump.